Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was diagnosed with an infection. The patient was given antibiotics, but inflammation continued. As such, the patient's scs system was later explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.